Event description:
The customer reported that the central nurse's station (cns) is displaying communication loss.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying communication loss. No harm or injury was reported. The cns was monitoring bedside monitors (bsm's) and transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a comm loss. No patient harm or injury was reported. Investigation summary: the reported comm loss was resolved by rebooting the cns. The cause of the comm loss could not be identified. A root cause cannot be determined. As the issue was resolved by a device reboot, it is unlikely that the comm loss was caused by a device malfunction. The issue is likely network related. A complaint history review of pu-621ra serial number (B)(6) shows no recurrence of communication loss issues. This issue was likely an isolated incident. There is no evidence of an nk device malfunction and the issue was resolved by the customer without nk assistance.

Event description:
The customer reported that the central nurse's station (cns) was displaying a comm loss. No patient harm or injury was reported.